Event description:
The patient stated that the first 3 v-gos out of a box would not stay in her skin. The needle popped out within 1 hour of insertion. This happened on (B)(6) 22, (B)(6) 2022 and (B)(6) 2022. This is day 4 and the one she inserted 2 hours ago is still inserted. The patient reported that her readings were high (exact blood sugar reading not provided). The patient reported that the devices are available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with the patient for further investigation of the complaint. Pre- (B)(6) 2022 bg level usually 150-250 mg/dl, a1c is 8.7%, taking 2 clicks ten minutes before eating and 1 click for every 50 mg/dl over 120-130 mg/dl. She rotates the v-go on her abdomen. When the needle popped out on (B)(6) 22, the patient became aware by the beeps on her continuous glucose meter (gcm) which is set to beep at 250mg/dl. She took a couple of clicks and waited 20 minutes and bg increased to 285 mg/dl. She took 2 more clicks and waited 20 minutes more and blood glucose (bg) increased again to 300s. She denied being symptomatic. She denied extra activity or the needle being in a roll of tissue which may have contributed. She reported she has limited activity. She checked the v-go and noticed the needle button popped out which was within 1 hour of insertion. She took the v-go off and gave 25 units of humalog insulin which improved her bg. She indicated her bg improved to her usual range but she thinks she had to take another injection in the evening. The same event occurred on (B)(6) 22 and (B)(6) 22. She said the 3 v-gos were in the same shrink wrapped package. On (B)(6) 22 the v-go she placed worked fine and her bg level was within her usual range of 150-250 mg/dl. She plans to start monitoring the v-go viewing window. The v-go cannot be excluded as a contributor to the hyperglycemia. Ae assessor recommended she contact her healthcare practitioner (hcp) for bg and medical management including a back-up plan to the v-go. Device evaluation: three devices were received and evaluated for the complaint regarding the needle button released event. All devices were received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for these devices.